Event description:
It was further reported that the atrial lead has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5054-58 lead implanted: 2005 (B)(6). (B)(4).

Event description:
It was reported that there was an indication of warning for the a (atrial) lead and that at interrogation there was high impedance. Noise on the a lead was also confirmed. Lead fracture is suspected. The lead remains in use, however, the patient was referred to the hospital to discuss replacement. No patient complications have been reported as a result of this event.